Event description:
It was reported that a remote monitoring transmission was sent due to the patient receiving shocks. Upon review, there was a question of t-wave oversensing (twos) on the right ventricular (rv) lead on both treated and non-treated episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.